Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to hcp meter comparison. Her meter reading was 147 mg/dl, and the doctor's meter (ames) result was 222 mg/dl. The tests were both capillary, and done within five minutes of each other, using separate finger sticks. The reporter did not have any symptoms. A control test result was in range, 128 (101-151). On follow-up a control solution test was done with a result of 140 (101-151). The lifescan representative did training with the reporter.